Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to unknown complications.

Manufacturer narrative:
Additional information received updated part and lot number.